Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) due to a premature battery depletion. The device longevity was less than expected. The device is scheduled to be replaced. The device remains in use. No patient complications have been reported as a result of this event.